Manufacturer narrative:
The device was returned to vygon (B)(6) for evaluation and complaint investigation. This complaint was not confirmed. Examination of the faulty sample returned showed that the catheter fragmented at 89mm from distal. The catheter's tip was missing. Vygon assumes that this part of the catheter was removed from the patient's heart and was disposed of. Microscopic examination showed typical signs of the pressure burst. The user most likely disregarded the warning in the product's IFU regarding a maximum bolus pressure of 1.2 bar.

Event description:
Catheter was inserted on (B)(6) 2014 in the flexure of the right elbow with xro control of the vena cava. On (B)(6) 2014 the xro was repeated and the catheter separation and migration of the distal fragment was confirmed. The catheter had to be removed by a catching catheter.